Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 394 mg/dl. Customer reported that blood glucose continued to rise to 400 mg/dl. The customer experienced symptoms such as nausea, sweating, feeling weak, light headed, dizzy and vomiting. Customer reported that healthcare professional was adjusting basal rates, but it was not helping. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed and insulin pump would be replaced per healthcare professional's request.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump passed the delivery accuracy test. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.